Event description:
Surgeon doing a suction dilatation and curettage (d&c) removed the cannula and noticed unusual tissue in the cannula. Surgeon suspected that he perforated the uterus and sent specimen to pathology who confirmed that fallopian tube had been removed. Procedure converted to open laparotomy for fallopian tube repair.